Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4). Device evaluation summary: analysis of the pump found "overinfusion ¿ undetermined root cause."

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 730mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. During a pump replacement for prophylactic removal to avoid in-vivo battery depletion, as part of the routine pre-pump replacement dye study the catheter could not be aspirated. Per the reporter there weren't any issues with withdrawal or with reservoir discrepancies noted. During the procedure the physician disconnected the catheter from the pump and attempted to aspirate the catheter but was unable to. There was no spontaneous flow. The catheter was completely removed with no segments left. The catheter was replaced. The issue was reported to be resolved at the time of the report. The patient status at the time of the report was noted to be alive, no injury. Additional information later received reported that the pump was working as expected; it was a catheter issue only. The physician felt that some of the holes in the catheter tip were occluded as cause of the catheter not being able to be aspirated. The patient recovered without sequela. Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 730mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. During a pump replacement for prophylactic removal to avoid in-vivo battery depletion, the catheter was unable to be aspirated and was replaced. It was discovered that some of the holes in the catheter tip were occluded (refer to manufacturer report 3007566237-2015-03664). A new pump and catheter were implanted and the dose was decreased by 25% to 546.4 mcg/day. About four hours post operatively, the patient became quite sleepy and an overdose occurred following pump replacement. The patient's dose was decreased to 96.2 mcg/day and he was given a dose of physostigmine. He was transferred to the intensive care unit (ICU) for close monitoring. He did not require intubation. Per the surgeons account, he was subsequently increased the following day to 150 mcg/day then to his discharge dose of 200 mcg/day. The pump was interrogated and the dose was decreased on (B)(6) 2015. Physostigmine (dose unknown) was also given. The issue was resolved at the time of this report and the patient's status was "alive- no injury." Surgical intervention did not occur and was not planned. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer's report # 3004209178-2015-24943 for overdose event after new pump was implanted.

Manufacturer narrative:
Additional information was received on 2017-apr-10 regarding analysis. Destructive analysis of the pump was completed. No new/additional anomalies were found during destructive analysis. Analysis is complete and the previously reported analysis findings remained unchanged.